Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the lens was scratched in delivery system. Additional information has been requested and received stating lens was noticed to be scratched after implanted. In the surgeon's opinion, it was unknown if product caused or contributed to the event. The lens was exchanged during same procedure, and the procedure was completed on same day with no patient harm.